Event description:
Olympus medical systems corp (omsc) was informed that during esd of colon, the perforation of colon occurred. There was the information that insufflating of co2 with ucr and insufflating of air with the light source were carried out at the same time, but there was no information whether it was related with the perforation or not. There was no precise information of the treatment and the patient.

Manufacturer narrative:
The subject device is not returned to omsc, so there is no information whether it has any failure or not. Omsc was not informed that the subject device had any failure. The ucr instruction manual already states; over-insufflating the lumen may cause patient pain, injury, bleeding, gas embolism and/or perforation. During use, always stop the light source device from supplying air. If "stop" is not selected, a mixture of air and co2 may be supplied into the patient body. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.